Event description:
It was stated that the customer passed away by drowning. The customer had gone fishing, and experienced heart failure while he was on the boat. The customer was wearing the insulin pump at the time of his death, but it was unk whether or not his diabetes played a part. It was also stated that the customer's settings had been changed just days prior to his death. The family agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.